Event description:
It was reported that while the patient was at work, she had a return of symptoms, leaking, and no longer felt stimulation. It was noted that the patient worked the grill, the fryer, and had a headset on. Once she was away from these items, she felt the stimulation again and had control of her symptoms. The reporter noted that the patient would clip the communicator to a different location to help with the electromagnetic inference and would follow her symptoms to see if the fryer and grill were also interfering. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va09e61, implanted: (B)(6) 2013, product type: lead. (B)(4).